Event description:
It was reported that over time, this right ventricular (rv) lead shock impedances has trended up from the 90s to about 120 ohms. Then there was an alert for an out of range shock impedance measurement. Technical services suggested a commanded shock, as impedance trends higher. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.